Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2018-00099. Device investigation is pending return of the device.